Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# ni, lot # ni: unknown pectus blu bar. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00064.

Event description:
It was reported that a patient underwent a pectus procedure with two bars and stabilizers being implanted. Subsequently, the patient went to the emergency room complaining of a rash and pain near the incision sites on both sides laterally. The patient's culture came back positive. The patient was discharged from the hospital seven days later. Attempts have been made and additional information on the reported event is unavailable at this time.